Manufacturer narrative:
Philips has investigated this complaint. The fse inspected the system onsite and confirmed it would not turn on correctly and freeze during startup. The review of log file shows that the host-pc did not startup. Fse found a problem on the image computer related to disk 2. The disk replacement and software reload did not result in any positive outcomes. To resolve the issue, host computer and ippc disks were replaced due to power problems with main computer. The fse reloaded ippc software rebuilt patient database. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that, system won't start. System was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.